Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "flow sensor calibration fails" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause cannot be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The report from hospital say, on (B)(6) 2022, during the daily inspection and maintenance of the ventilator, the relevant medical staff found that the flow sensor test failed. It was suspected that it was caused by equipment aging, so the equipment was replaced. Similar events may delay patient treatment and increase the risk of patient dyspnea if they occur during use. Hamilton-c1 made in dec. 10, 2019.